Manufacturer narrative:
The device was returned to zoll medical canada. During the investigation it was noted that logs were reviewed and found evidence of ECG monitoring failure in conjunction with rapid cable ID changes and defib cable faults in the same event. This can result in oscillation between the mfc pins and the device receptacle causing fretting, which was observed during evaluation. The customer's mfc was returned and passed all testing. Bench testing and ECG stressing were performed on the equipment returned from the customer without duplicating the customer's report or any malfunction to the device. Given the nature of the ECG failure, rapid changing defib cable ID changes and the device passing all testing successfully, the mfc receptacle and mfc were replaced as a precaution. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, that the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.